Event description:
It was reported that the device went into back up vvi which was suspected to be due to exposure to MRI. The device was reprogrammed and patient condition was normal after the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.